Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 45 mg/dl and 285 mg/dl treated with insulin pump. The customer was assisted with troubleshooting and declined for the pump just wants the replace. The customer was treated with gummies and granola bar been. Customer stated that the blood glucose was 255 mg/dl within phone call blood glucose was 170 mg/dl stated that she wanted to get something to eat as she feeling like she was still going down wanted to get off the phone. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.